Event description:
It was reported that the deep brain stimulation (dbs) patient underwent the first stage implant procedure during which they became unresponsive wherein their eyes were open but the right side was unable to move. The leads had been implanted at that point and it was discovered via computerized tomography (CT) scan that the patient had a brain bleed. Therefore, the patient was returned to the operating room for an emergency craniotomy for evacuation of the brain bleed and the patient was admitted to the hospital.

Manufacturer narrative:
The devices were not returned for analysis; therefore, a technical analysis could be performed. However, it was confirmed the devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A review of the instructions for use (IFU) confirmed that intracranial hemorrhage which can lead to stroke, paralysis or death and brain contusion are known risks associated with use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. Additional product(s) in device system: model number/catalog number: db-2203-45. Serial number: (B)(6). Batch/lot number: 5006918. Model/catalog description: argyle lead 45cm sterile kit. Unique identifier (UDI) #: (B)(4).